Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
10/23/97-supplemental rpt #1 submitted to FDA.